Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2015 with the following findings: a pump reboot event was observed in the black box on 4/27/2015. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. An intermittent power event was not duplicated during investigation.